Manufacturer narrative:
Insulin pump received with intermittent up arrow button due to flattened dome switch. Insulin pump received with cracked case on display window corners, cracked battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons were not responding on the customer's insulin pump during normal use. No significant events reportedly occurred. The customer's blood glucose level was 156 mg/dl. The customer was advised to revert to a back-up plan. Nothing further was reported.